Event description:
Per the surgeon's report, the patient was treated with antibiotics for a stitch abscess approximately one month after the implant surgery. Several months after healing, the patient was treated with antibiotics for cellulitis. The cellulitis reoccurred several months later and was treated with antibiotics. Approximately three to four months later, the patient had another bout and was treated with IV antibiotics for three weeks. Surgery done in 2007 to determine the cause of the repeated infection showed a fistula track from the original stitch abscess down into the mastoid cavity. The site was cleaned, irrigated, a drain placed and tissue for a culture was removed. The patient's status will be monitored.

Manufacturer narrative:
This type of event is addressed in the device labeling.